Event description:
It was reported that thrombosis occurred. A small amount of pericardial fluid was observed preoperatively via transesophageal echocardiography (tee). A left atrial appendage (laa) closure procedure was being performed using tee. A watchman fxd curve access system (was) was positioned, and a 27mm watchman flx laa closure device & delivery system was used. The physician was assessing the position, anchor, size, and seal (pass) criteria, and while the tug test was being performed a string-like thrombus was noted near the top of the coumadin ridge via tee. The procedure was completed and the 27mm closure device was successfully implanted. After placement, tee reconfirmed that the string-like thrombus remained in the same area. There was no increase in the amount of pericardial fluid observed, and the patient vitals remained stable. The physician suspected that a piece of tissue was accidentally scraped and dislodged during the procedure when the access sheath and pigtail catheter were dropped from the left superior pulmonary vein into the left atrium and then the left atrial appendage was accessed. No additional invention was required, and the patient was discharged home.